Manufacturer narrative:
Per the nurse, there was no defect in the dialyzer. The staff has since elected to remove the crit line monitor when using baxter exeltra dialyzers as it seemed that it just didn¿t want to fit correctly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak involving exeltra 170 during hemodialysis therapy. The leak occurred about five to ten minutes into a patent's treatment. The leak occurred where the crit-line screws into the head of the dialyzer. No cracks were visible. The patient was set up with a new bloodline, dialyzer and blood chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.